Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21575. It was reported that the patient lost therapy. Diagnostics revealed both low and high impedances on the lead. Per the x-ray result, it was determined that the lead might not have been completely inside the ipg header. In turn, surgical intervention took place on (B)(6) 2020, during the surgery it was noted that the lead was no longer properly inserted. As such, the lead was reconnected to the ipg header resolving the issue. Reportedly, therapy was resumed.